Manufacturer narrative:
The device history record review indicated the product was released based on the product¿s acceptance criteria. One probe was returned for extremely poor cutting. The sample was visually inspected and it was deemed conforming. Actuation testing was performed and it was deemed conforming when retesting (the initial actuation test failed; this was due to the cutter becoming stuck from dried surgical material after being using in surgery). Cut testing was performed and deemed conforming. The root cause as to why the probe would not cut for the end user could not be determined from this evaluation. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the cutting of the probe was poor during a vitrectomy procedure. The condition of the aspiration was unknown. The procedure was completed after replacing the product with another one. The product sample was retained. There was no patient harm. No additional information is expected.